Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 4 and 24 hours on he abdomen. Patient also had a head ache. The pod was removed and changed to a new one. The mother saw that the previous pod's cannula was bent and never inserted properly. The patient was taken to urgent care. Patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with intravenous therapy with fluids. Patient was released the following day.